Event description:
Boston scientific received information that at initial implant of this device and lead out-of-range (oor) impedances were noted. The pocket was closed and oor impedances continued. The physician elected to re-open the pocket and reposition the lead, and in doing so, all numbers were then stable and normal. The system remains implanted. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.